Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable-pump won't run." One air bubble was noted. Reservoir volume was 29, rate 1.8, and 54 was given (units not provided). There was no patient, or clinician injury associated with this occurrence.